Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the implantable pulse generator (ipg) "blew out of their chest". Follow up with the clinic noted that the incision opened up and the device fell out. The patient went to the hospital and had it put back in. The same situation occurred again, and since then, the patient has felt a tingling sensation. The device remains in use. No further patient complications have been reported as a result of this event.